Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing confirmed the customer reported issue. The investigation determined the cause of the problem was the lock, the downstream occlusion (dso) seal, and the lens. The lock, dso seal and lens were all replaced.

Event description:
It was reported that the lever position for cam that operates cassette locking catch is out of alignment by about 30 degrees. Per reporter, the cassette not attached properly message came up when locked. The locking screw for the cassette locking level has seized into lever, unable to remove locking screw. Also, the screen protector/window is delaminating at the bottom edge. There was unknown patient involvement and unknown patient harm/adverse event reported.